Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle devices referenced in the event are being filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified common femoral artery using a prostyle after a common iliac artery stenting procedure using a 7f sheath. Reportedly, a cuff miss occurred. Then two more prostyles were attempted and the same occurred. One of the 3 devices did not have a completely retracted footplate on removal despite step number 4 being completed. The anterior footplate was protruding out of the device shaft. The device was able to be fully removed from the anatomy without any difficulty, however, vessel damage was noted. A surgical cut-down was used to repair and close the vessel. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.